Event description:
It was reported that at the beginning of a robotic laparoscopic prostatectomy procedure, the monopolar curved shears was not delivering power. Upon removal and inspection, it was found that the housing was damaged with the cover raised where the four screws are located. The monopolar curved shears were replaced to complete the case. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident. Evaluation of the logs do not show the monopolar curved shears being recognized by the system. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a robotic laparoscopic prostatectomy procedure, the monopolar curved shears(mcs) were not delivering power, and upon removal and inspection, it was found that the housing was damaged with the cover raised where the four screws are located. The mcs were replaced to complete the case. There was no patient injury.